Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 336 mg/dl. Current blood glucose was 575 mg/dl. Customer check blood glucose, her blood glucose have gone up to 595 mg/dl, it's been about 45 mins since her manual injection. After searching customer's alarm history, she received no delivery and her delivery stopped. Felt a little bit of pain and went to the emergency room. Customer took a shot to correct her high blood glucose. Customer did not change her infusion set. Advised customer to change out her infusion set. Customer blood glucose are 532 mg/dl. Customer's blood glucose was 453 mg/dl at the end of the call. Customer is feeling tired. The customer experienced light headed as a symptom of high blood glucose. Customer treated for high blood glucose with manual injection. Customer was in emergency room as a result of high blood glucose. Customer was having back pain not diabetic issues. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.